Event description:
Pt was giving herself an injection when the needle separated from the plastic hub, and the needle was retained in her arm. The pt saught medical attention in the ER, and her arm became swollen and red. Over the course of two days, three attempts had to be made to retrieve the needle from the pt's arm. The needle has been completely removed. Due to the incisional trauma to the muscles of the arm, the pt has received physical therapy; however full function has not been restored. The pt frequenty has shaking/quivering in her left arm that was not present prior to the event. The device was returned to the MFR, however the rptr has never been notified of the findings in the product evaluation. Rptr desires to be notified by the MFR regarding this event.